Event description:
The customer reported the image on the left monitor bloomed to a white image. No pt injury was reported.

Manufacturer narrative:
(B)(4). The manufacturer anticipates the return of the iol for analysis, but it has not yet been received. An update to this report will be submitted upon completion of our investigation. The iol met all manufacturing specifications prior to release.

Event description:
A report received from the surgeon stated that a patient's intraocular lens (iol) was removed and replaced without complication 3 months after the initial implant. The cause of the iol explant was improper iol power initially implanted. The initial implant was replaced with a higher diopter iol of the same model.

Manufacturer narrative:
Examination of the intraocular lens (iol) at the manufacturing site confirmed the diopter of the lens was correct as labeled, 21.0 diopters. All other optical measurements met specifications. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.